Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. According to the complainant, during the preparation the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There was no patient present at the time of the event.